Event description:
The design history record was reviewed and the device passed all manufacturing and quality control inspection steps prior to shipment. No anomalies observed in review of the device history record.

Event description:
It was reported that the tablet device would not hold a charge for more than an hour. While plugged in to the power adaptor, the charging indicator was on and the tablet worked fine. The tablet device was returned to the manufacturer for analysis which identified that the tablet could not charge the main battery, and as a result was also not able to be powered using the main battery. The cause for the identified anomaly is associated with a loose battery cable to the motherboard. Once the cable was reseated, no further anomalies were identified during the analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
Product analysis for the tablet was completed and approved on 04/06/2015. An analysis was performed on the returned tablet and the reported allegation was not verified. No anomalies associated with the main battery were identified during the analysis. During the analysis, it was identified that the tablet could not charge the main battery, and as a result was also not able to be powered using the main battery. The cause for the identified anomaly is associated with a loose battery cable to the motherboard. Once the cable was reseated, no further anomalies were identified during the analysis.